Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: the staples at outer line of one side of the cartridge were unformed. Additional information requested and received: it was reported that the device could not be fired. We received additional information that the staples at the outer line of one side of the cartridge were unformed. Did the device deploy staples on the tissue? Yes. Is yes, was the cut line complete, but some on the staples were still inside the cartridge unformed? Or, did the device not fire (meaning that no staples were deployed on the tissue and not tissue cut)? No further information will be provided.

Event description:
It was reported that during an unknown procedure, the device loading sr75 could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.